Event description:
It was reported "the cvc was inserted in the patient, the infusion pump alarmed rang for an occlusion. The nurse observed that the distal line was kinked. There was no clinical consequence for the patient. The distal airway was "un-kinked" and held in place with a plaster." The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "the cvc was inserted in the patient, the infusion pump alarmed rang for an occlusion. The nurse observed that the distal line was kinked. There was no clinical consequence for the patient. The distal airway was "un-kinked" and held in place with a plaster." The patient's current condition was reported as "fine".